Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 (short term, cap, or long term) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 11 months. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that on (B)(6) 2018 the patient noticed redness around the driveline dressing. Bloody drainage and redness was found upon dressing change. The patient was admitted and started on unspecified intravenous (IV) antibiotics. Blood and urine cultures were negative. The driveline culture was (B)(6). Treatment included IV vancomycin and cefepime while inpatient. As of (B)(6)2018, the patient was improving with that treatment and was discharged home with ciprofloxacin 500mg two times per day. The driveline infection was reported as ongoing.

Manufacturer narrative:
A specific cause for the reported driveline infection could not be determined through this evaluation. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.